Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: oct, inratio: 2.1, lab: 5.45.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: oct, inratio: 2.1, lab: 5.45, mean: 3.78, confident limits: 2.3 to 5.7. The inratio value is not within the confident limit as per the internal procedure tr#0150 rev.2. The product will be investigated. Patient is a cancer patient, and possible low crit due to chemo therapy.